Event description:
A clinical incident involving an ultravac with integrated cable arthrowand was reported to arthrocare corp. During rotator cuff repair and arthroscopic subacromial decompression of the shoulder, a portion of the external insulation on the distal end of the wand reportedly detached in the surgical site and was not retrieved. It is not known if the fragment was flushed out during the procedure or remains in the pt's joint.

Manufacturer narrative:
Awaiting to confirm if device will be available for investigation.